Event description:
Patient reports granuloma with no symptoms other than a sore lower back. Pt noted dr is lowering her medication in the pump. Pt reports that the md recommends that the device be turned off and removed and leave the catheter in the body. Additional info concerning event resolution and pt outcome will be provided when rec'd.